Event description:
Report received indicated that patient experienced swelling and redness when duoderm was attached for superficial injuries. Previously, the patient injured her knee and mouth upon falling off a bike. The patient then applied the wound product to the injured area(s). After two days of use, the area became swollen and red. Prior to the receipt of this complaint report, she did seek medical treatment and the dermatologist diagnosed her showing side effects caused by the use of duoderm products. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of non-consonances related to this complaint investigation was conducted during the initial 12 month reporting period. As a result there was no evidence that any of the manufacturing processes and procedures performed contributed to this event.